Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related report: 3025141-2025-00462.

Event description:
It was reported that 2 driver tips were broken during the hardware removal - olecranon plate. There was a reported 5 minute delay.